Event description:
It was reported to boston scientific corporation on august 08, 2008 that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangio-pancreatography procedure in 2008. According to the complainant, "... The tip was smashed when removed from the package." The physician completed the procedure with another hydratome rx sphincterotome device. No patient complications were reported as a result of this event, and the patient's condition was reported as "fine" following the procedure.

Manufacturer narrative:
According to the complainant, the suspect device was discarded. A device analysis cannot be performed, therefore, the cause of the reported is undetermined. The july 2008, 15-month jagtome product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. For complaint trending purposes, the hydratome rx sphincterotome product family is included with the jagtome product family.